Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported failure. Failed bench level testing. Continuity test passed, the 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Passed visual inspection. The reported issue was confirmed to be caused by an electrical failure due to an open on the cable.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Initial testing fluoro, image frame rate error occurred. Replaced system umbilical power cable and no further issue observed. Invalidate home sequence also completed. The umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system entered stand alone mode and encountered a frame rate error. It was reported that when the system was being booted up, it was unable to progress past stand alone mode status until the system was rebooted. At that point, the user was able to acquire a 2d image, but the frame rate error was displayed when it was being transferred to the mobile view station (mvs). The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation, and a c-arm was used to successfully complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.

Manufacturer narrative:
(B)(6).